Manufacturer narrative:
The device history records have been received and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. The sample was returned for evaluation. The outer catheter was broken approximately 55mm from the strain relief and stretching was noted around the break and noted to be bent 354mm from the strain relief. The stent graft was partially deployed and protruded approximately 9mm from the tip of the outer catheter. Struts of the stent graft were bent and were protruding through the eptfe coating of the stent graft, which may have been as a result of trying to retract the partially released stent graft through the introducer sheath. Functional testing could not be performed, as the delivery system was returned with the outer catheter broken. The investigation is confirmed for partial deployment and an outer catheter break. The root cause could not be determined based upon available information. It is unk whether pt and/or procedural issues contributed to the event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made with the user facility to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Relevant test data, relevant history, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility did not have any additional details to provide at this time. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the stent graft could not be deployed and additional force was used until the outer catheter broke. Another stent graft was used to complete the procedure. There was no reported pt injury.